Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility informed olympus that during a bilateral salpingo-oophorectomy (bso) with uterine fibroid removal procedure, a portion of teflon pad from the grasping section of the device disintegrated exposing metal. The surgeon was performing the bso and coagulation when the teflon pad damaged occurred causing a ¿probe damage¿ error message to display on the generator. No device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. Additionally, it was reported that the device and the connection point to the generator were inspected prior to use with no anomalies found.